Manufacturer narrative:
Upon investigation of the actual device used in this incident found fridge failed. A field service engineer power cycled fridge and main. Fridge recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator fridge failed. The customer reported that malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.